Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eleven weeks post implant that the patient went to the emergency room where the patient was advised that their device was possibly infected. The device remains in use. No further patient complications have been reported as a result of this event.